Event description:
It was reported that during the pre-use check, the cuff was found stuck to the tube, which did not allow the cuff to be inflated. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
H10: device evaluation: samples received: one (1) sample was received from p/n 750160 l/n 4002287 inside its opened original packaging. See pictures below: functional testing: cuff was inflated with 15cc per pwi-10007269 rev. 100 ?symmetry and leak test method? And av-10006853.101 ?leak testing and cuff symmetry visual aid? To see if there was any problem to inflate the cuff. Results: sample received is the same as pictures attached, when the cuff was inflated with 15cc of air, the cuff inflated completely and symmetric around the tube. The complaint is not confirmed. No root cause could be determinate since the sample successfully passed the functional test. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.